Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received e21 alarmed after battery change and resets time/date to factory default. Pump passed the displacement test, self-test and failed a21 alarm test. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for reset alarm anomaly complaint. Swapping out test interface boards confirms e21 alarmed and measure c13 voltage leak at interface board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label, stained end cap sticker. Unit alarmed e21 alarm and reset time/clock anomaly due to c13 voltage leak at interface board was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.